Event description:
The stapler misfired and did not deploy staples on lung tissue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 530 mg/dl, 328 mg/dl, and 238 mg/dl. Customer ate some french fries as a result of the 530 mg/dl reading. No adverse event reported. Requested return of suspect device and replacement was sent.